Event description:
The advocate called for help with customer's meter. The customer tested his blood glucose using his contour meter and another meter (brand unk). The contour read 25 mg/dl, while the other meter read 176 mg/dl. Parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.